Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 8. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.